Manufacturer narrative:
This report is being supplemented to provide additional information, a correction, and legal manufacturer's investigation results. Additionally. H4 has been updated, a selection was added to g2 that was inadvertently missed, and g3 should have been 29 nov, 2023 in the initial report, not dec 15, 2023 as submitted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost eight years since the subject device was manufactured. Based on the results of the investigation, the forceps channel port was shaved off most likely when the metal part of the endo-therapy accessories and/or the cleaning brush touched the biopsy channel port when the user inserted/retrieved products. However, the root cause of the event could not be specified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the reportable malfunction documented in b5, the following was found: the scope cover, the universal cord, the eyepiece, the control unit, the up/down plates, the image guide protector and the angulation lever were scratched; the bending section cover and the grip had discoloration; due to wear of the angle wire, the bending angle in up/down direction did not meet the standard value; due to a cut on bending section cover, the water tightness was lost; the adhesive on the bending section cover was detached; the image guide bundle had a stain; the suction cylinder had corrosion and the scope cover was deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, bronchofiberscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that forceps channel port was shaved off. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.